Event description:
The customer reported that error code b30 (scope communication error) occurred during an unspecified therapeutic procedure while in use with the videoscope. After the video connector was wiped, the error was resolved for approximately five minutes when error code e216 (scope communication error) occurred. The procedure was completed using another system. There was no harm or user injury reported due to the event. The videoscope is being reported on the medwatch with patient (B)(6).

Manufacturer narrative:
(B)(6). The suspect device was not sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, error code b30 seemed to have been displayed due to contact failure of the electrical contacts inside the scope or video connector or a failure of the scope connector. Since no further information could be obtained, a definitive cause could not be identified. Olympus will continue to monitor field performance for this device.